Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, the customer thought the pump was plugged into charge, but guesses that it was not charging as the pump was unresponsive when they woke up. After plugging the pump in, the welcome screen turned on. The customer reloaded the cartridge and resumed insulin delivery. The customer's blood glucose (bg) level was 290 mg/dl and it was addressed with a bolus.